Event description:
Based on a review of patient staging studies on (B)(6) 2024, the physician noted uptake around the left knee and suspects that revision of the tibial components is needed, potentially related to the tibial uhmwpe augment. Revision has not occurred. The patient will seek another opinion. [(B)(6)].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture.

Event description:
Based on a review of patient staging studies on (B)(6) 2024, the physician noted uptake around the left knee and suspects that revision of the tibial components is needed, potentially related to the tibial uhmwpe augment. Revision has not occurred. The patient will seek another opinion. [Customer] update (B)(6) 2025: this patient has decided to pursue other options and no longer wants to have surgery. [Customer].

Manufacturer narrative:
The review of the device history record showed no deviations. The product complies with the specifications valid at the time of manufacture. This is the final supplemental report, the complaint is closed.